Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called in to report that the external foot pedals would get stuck and was delivering more energy than what the customer wanted with a bovie pen. The generator also had faults related to the external foot pedals when the case began. The isi technical support engineer (tse) reviewed the logs and confirmed the issue. The tse instructed the cta to remove the external foot pedals from the rear of the iesu, which resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced a single external foot pedal to clear errors on erbe and resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the system review confirmed system# (B)(4) was in use on the reported event date. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed the following related system errors: erbe error: m-12 which indicated that energy activation was already requested when the erbe was powered on or when a module was connected. Additionally, design history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue. The probable root cause is attributed to an electrical/optical conductor issue of the external foot pedal.